Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low battery alarm, no delivery and display anomaly from the insulin pump. The customer's blood glucose reading was 256 mg/dl. The customer stated that she did not receive a low battery alarm on her pump. The customer stated that the backlight on her pump did not turn on. The customer also stated that she had high blood glucose readings and a no delivery alarm from the pump. The customer also stated that there was discoloration on the lcd screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.